Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having level 4/5 trans foraminal lumbar interbody fusion (tlif) for an indication of osteochondrosis l4/5 and bilateral recess stenosis l4/5. It was reported that the post-op measurements of the images from (B)(6) 2024 and (B)(6) 2024 and it shows that the original distraction of the catalyft cage has diminished in the follow-up imaging. There was distraction loss from 13.7 to 12.1 mm dated (B)(6) 2024 and lordosis constant at 23°. On (B)(6) 2024, the cage was 12mm and lordosis was at 23°. The initial surgery took place on (B)(6) 2024 and loss of distraction of the cage was first noticed on (B)(6) 2024. The revision surgery was currently not planned. There was no patient symptom reported. There were no further complications reported regarding the event.

Manufacturer narrative:
G2: the country of the event is germany. H3: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received regarding the event. The patient had post operative back pain. There were no further complications reported regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.